Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01448 /-07482).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient was revised on (B)(6) 2011 due to patient allegations of pain, swelling, tissue damage, synovial fluid buildup, lack of mobility, metallosis, pseudotumours and bone erosion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to pain and loosening of the acetabular cup. Revision operative report noted the presence of a pseudotumor, cloudy fluid, loose acetabular cup, pseudomembrane, and posterior wall bone loss. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor¿s cup and biomet head.